Manufacturer narrative:
The components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a (B)(6) digital camera. We made a visual inspection of the instrument. The broken off tip is missing. The fracture surface hints signs of a forced fracture due to overload. The main part of the bone punch shows visible damage. Hardness of the instrument was checked and according to specification it is in the allowable tolerance with 439 hv5. The device quality and manufacturing history records have been checked for the lot number and found to be according to the specification valid at the time of production. The root cause of the problem is most probably user related. This kind of instrument is designed for delicate use only. We assume a mechanical overload situation as the causal factor. A material defect can be excluded. No CAPA is necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
One kerrison bone punch was returned requesting repair of the device. Upon review, it was noted that the footplate was broken off the device. The broken piece was not received. No information was provided regarding circumstances surrounding the breakage; information has been requested.